Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. However, this complaint is confirmed and meets the criteria of a previously investigated complaint.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes, the tubes were under-filling.